Event description:
It was observed during the device inspection, that the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was not confirmed. The device evaluation found no image displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: the issue of images not being displayed even when a 180 series scope was connected was caused by a malfunction of the patient board set. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: after reviewing the instruction manual and product labeling, no abnormalities were found that could have led to the phenomenon. Olympus will continue to monitor the field performance of this device.